Event description:
The patient was a female but the age unknown. The target lesion was from the left main to the distal left anterior descending (lad). The vessel was de novo, slightly calcified and slightly tortuous. There was 90% stenosis. Pre-dilation with a 3.0 x 18mm potenza balloon was conducted. A 3.0 x 33mm cypher stent (lot unknown) was implanted at the distal end of the target lesion. Then a 3.5 x 33mm cypher stent ( lot i0107026) was implanted at 16 atm at the proximal end of the initially implanted cypher stent. While inflating the balloon, the physician found that the gauge of the inflation device had decreased and a balloon rupture was confirmed. Therefore, post-dilation was conducted with a 3.75 x 15mm balloon and the procedure was completed. There was no reported patient injury.

Manufacturer narrative:
The device is distributed outside the united states; however, it is similar to the united states product. The product is available for analysis. Additional information will be submitted within thirty days upon receipt.